Event description:
Event occurred at 1 month ago in the pt's home. Family member stated they disconnected the circuit at the trach and the device did not alarm when it should have. Family member believed they should have been getting a disc/sens or low pressure alarm.